Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Additional information was received confirming that the device will not be returned.

Event description:
Boston scientific received information that this product was part of a system revision due to erosion. There were no additional adverse effects reported. Additional information received that the patient did not have any infection. The product was explanted and will be returned.